Event description:
It was reported that the control module rec'd a vacuum sensor error at the end of ultrasound breast biopsy using the ex holster, with an 11 ga probe on the left breast. The customer cycled the power on the control module, reinitialized the probe and the error went away. The case was completed with no pt consequence.